Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was prompting an "error 2" message. Per the onetouch ultra2 owner's booklet, this error message could be caused either by a used test strip or a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that the alleged error message began to appear on (B)(6) 2010 at 9:00am. The patient informed the cca that she manages her diabetes with insulin (self adjuster). It is not known what action, if any, the patient took regarding her diabetes management at the time the alleged issue started. One hour after the reported error message began to appear; the patient stated she developed the symptoms of "shakes, sweats and excessive urination." The patient claimed she treated herself with glucose tablets and/or glucose gel on (B)(6) 2010 and that weekend. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.